Event description:
The facility reported a flogard infusion pump that "did not function." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the malfunction is unknown. The customer reported problem of a flogard infusion pump that "did not function" was confirmed at the customer site by quality engineering as a failure 94. Service determined that the cause of the failure was due to defective main batteries. The main batteries were replaced onsite at the facility by a baxter field service technician to resolve the issue. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).